Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
Describe event or problem: it was reported before use the bd vacutainer® sst¿ blood collection tubes contained air bubbles in gel, in itself, will affect the performance of the device blood chemistry and lead to possible serious injury. (2 of 3). This occurred on 2 occasions during use. The following information was provided by the initial reporter: by bd employee gel air bubbles were observed in gel. "This afternoon js handed me sst tubes: catalog number 367988, lot number 9088591, 2 tubes. The complaints are for air bubbles in the gel. In the meantime, these sst tubes will be sent to manufacturing today.¿

Manufacturer narrative:
H.6. Investigation: bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for gel airbubbles with the incident lot was observed. Evaluation of the customer samples was performed and gel airbubbles was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. H3 other text : see h.10

Event description:
Describe event or problem: it was reported before use the bd vacutainer® sst¿ blood collection tubes contained air bubbles in gel, in itself, will affect the performance of the device blood chemistry and lead to possible serious injury.(B)(4) this occurred on (B)(4) occasions during use. The following information was provided by the initial reporter: by bd employee gel air bubbles were observed in gel. "This afternoon js handed me sst tubes: catalog number 367988, lot number 9088591, (B)(4) tubes. The complaints are for air bubbles in the gel. In the meantime, these sst tubes will be sent to manufacturing today.¿